Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pacing measurement log data shows min v.pace gradually decreasing, with min v.pace=504 to 340 ohms minimum between (B)(4) 2010 and (B)(4) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pacing measurement log data shows min v. Pace gradually decreasing, with min v. Pace=504 to 340 ohms minimum between (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead's impedance dropped and then was slowly climbing back up. It was further reported that the lead impedance was high and the lead was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead's impedance dropped and then was slowly climbing back up. The lead is still in use. No patient complications have been reported as a result of this event.